Event description:
The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. During initial on-site evaluation, the reported condition was confirmed. Upon completion of evaluation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation (erroneously omitted from the initial MDR): the reported condition was confirmed during device evaluation. The force sensing resistors (fsrs) were found to be damaged. The fsrs were replaced to resolve the reported condition.